Manufacturer narrative:
This event occurred in (B)(6). Medwatch field email was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The sample initially resulted with a crep2 value of 47 mmol/l and this was reported outside of the laboratory. The physician questioned the result, so the sample was repeated. The repeat result was 215 mmol/l. No adverse events were alleged to have occurred with the patient. The crep2 reagent lot number was 35181201, with an expiration date of (B)(6) 2019.

Manufacturer narrative:
The affected patient sample also had an erroneous value for ureal urea/bun on the same c 702 analyzer and an erroneous value for ise indirect k for gen.2 on a cobas 8000 ise module. The bun data will be reported in manufacturer report number 1823260-2018-03541. Patient identifier (B)(6) for information related to k on the cobas 8000 ise module. The sample initially resulted with a bun value of 4, repeating as 15.1. No units of measure were provided for the bun assay. This sample initially resulted with a k value of 3.82 mmol/l, which repeated as 5.01 mmol/l. It was asked, but it is not known if the erroneous bun value was reported outside of the laboratory. The erroneous k value was not reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. Crep2 calibration and controls were ok. A general reagent problem with crep2 could be ruled out since calibration and controls are acceptable.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
It has been confirmed that the erroneous k value is not reportable as a malfunction.